Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed. The pt was ambulated at one hour post deployment and then discharged three hours post deployment. Approximatley two days later, the pt was sitting in a chair and felt a "pop" in the right femoral area. The pt also experienced chest pain at the time and elected to be evaluated at the emergency room. The right femoral site appeared bruised, but no unusual fullness was felt at the site. Due to continued groin pain, an ultrasound was performed of the right femoral artery, which showed a small pseudoaneurysm which could not be manually compressed. The pt was taken to surgery for a vascular repair to the right femoral artery. No furhter complications were reported.